Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 365 units of insulin and when the insulin gauge displayed 0 units, the customer withdrew approximately 120 units of insulin from the cartridge. There was no reported impact to the customer's blood glucose. Reportedly, the customer had manual injections as alternate insulin therapy.